Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm during basal. Blood glucose value was 89 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. Customer was then advised to disconnect and reconnect the reservoir and infusion set; insulin did exit but there is greater than normal resistance with plunger push. Customer was explained that the no delivery alarm was caused by the set/reservoir connection. Customer was advised the infusion set and reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.